Event description:
Pt connected to 5-fu ambulatory home infusion pump by rn on (B)(6) 2017 at 1400. Pump to infuse 101 ml (5,050 mg) at 2.2 ml/hr over 46 hours. [Pharmacy filled pump with 101 ml + 3ml overfill as usual.] On (B)(6) 2017 at 1200, rn noted reading on pump had not yet reached 101 ml. She stated to writer that she had to wait an extra 45 mins before the pump reached a total infused volume of 101 ml. She also noted that the pump was vibrating without any increased in the volume delivered. Walkmed rep told writer that pumps are +/- 6% for accuracy. He picked up the pump the next day.